Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles in the line during the no delivery. The customer changed out tubing during troubleshoots, so no further troubleshoot for the air bubbles was necessary. The customer's blood glucose level at the time of incident was 219mg/dl. No further information provided.